Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product indicates that the implant is fractured at the trabecular metal junction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k113753 and k112160. Device remains implanted.

Event description:
It was reported that the implant fractured at tooth site 5. The fractured implant remains in the patient's mouth.